Event description:
It was reported that within less than a day post implant, the lead threshold was not good. The position of the lead was attempted to be changed, but the lead was likely stuck in the myocardium. To avoid further patient injury, it was elected to cap the lead and implant a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).